Event description:
It was reported that the health care professional (hcp) called technical services (ts) due to concerns of this pacemaker system exhibiting possible premature battery depletion (pbd). The hcp noted that the battery longevity estimate calculation had decreased from four years to one year in a 12-month time period. Ts requested the device data for further analysis. The hcp was unable to provide the device data to ts, so analysis was not completed. Ts discussed possible causes of the pbd with the hcp. At this time, the device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was returned to facility for analysis.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) due to concerns of this pacemaker system exhibiting possible premature battery depletion (pbd). The hcp noted that the battery longevity estimate calculation had decreased from four years to one year in a 12-month time period. Ts requested the device data for further analysis. The hcp was unable to provide the device data to ts, so analysis was not completed. Ts discussed possible causes of the pbd with the hcp. At this time, the device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed, and it was confirmed that the device did meet longevity expectations. Device memory was reviewed, and no error codes were noted. It was also noted that the device chronically sensed in the atrial chamber while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) due to concerns of this pacemaker system exhibiting possible premature battery depletion (pbd). The hcp noted that the battery longevity estimate calculation had decreased from four years to one year in a 12-month time period. Ts requested the device data for further analysis. The hcp was unable to provide the device data to ts, so analysis was not completed. Ts discussed possible causes of the pbd with the hcp. At this time, the device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was returned to facility for analysis.